Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -4.00/+1/105 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022 as a replacement lens. It was reported that the ucva is very good; but vaulting is still very low. The surgeon has decided to keep the lens in the eye and monitor the patient. Lens remains implanted. Problem is noted as resolved.

Manufacturer narrative:
Additional data: b5: the reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -4.00/1.0/105 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2022 as a replacement lens. Reportedly "ucva is very good - vaulting still very low!" And that "the surgeon decided to keep the lens in the eye and do a close monitoring". It was later reported that "the low vault is stable and the patient is happy with the visual outcome - so no exchange planned". The lens remains implanted. Claim#: (B)(4).